Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a continuous glucose monitor reading of 198 mg/dl with a confirmatory fingerstick value of 181 mg/dl, became concerned about a perceived drop from the 200 mg/dl range, and ingested juice and a glucose tablet while glucose remained above 100 mg/dl. The user subsequently consumed a bedtime snack without announcing the meal per healthcare provider directions, resulting in postprandial glucose excursions due to the absence of a meal bolus. No clinical adverse effects were reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. The investigation included user education regarding the ilet target range and the impact of carbohydrate intake and unannounced meals on glycemic control. Investigation of this case revealed user behavior consistent with overcorrection of a perceived glucose drop and expected variability in glucose levels when meals are not announced, with the device functioning as designed. Based on previously established findings for similar reports, the cause was determined to be user management factors, including carbohydrate intake and unannounced meals, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.